Event description:
It was reported that during an appendectomy procedure the device fired malformed staples. The procedure was completed by removing the malformed staples and continuing with the same device. There was no pt consequence.

Manufacturer narrative:
D4; h4,6: info anticipated, but unavailable at this time.